Event description:
Surgeon reported that the plate, implanted in 2003, broke post-operatively and was explanted in 2004. Pt was being treated for painful arthritic left great toe and claw toe left, second toe. Pt reported falling in 12/2003.